Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported her stimulation has changed. A full parameter diagnostic indicated several contacts have invalid impedance values. X-rays did not show any anomalies. The pt has been successfully reprogrammed using valid contacts to obtain coverage as needed. The physician does not feel the need for a revision at this time.